Event description:
Patient underwent right total hip replacement on (B)(6) 1999. On (B)(6) 2005 he felt a sudden shift in his right hip and fell. X-rays in hospital revealed a fractured prosthesis. He underwent a total hip replacement on (B)(6) 2005.